Manufacturer narrative:
Eval method = device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion (other) = cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Product labeling contains sufficient instructions for the user, per its labeled indications, and states: special care should be exercised when implanting a bioprosthesis in the mitral position in a pt with a small left ventricle. Adequate clearance must be available to avoid contact between the prosthesis stent post and the ventricular wall. Repeated contact between these structures could result in perforation of the ventricular wall.

Event description:
Medtronic received info that the pt with this bioprosthetic valve expired due to a perforation of the left ventricle. It was reported that the valve was originally repaired with an edwards physio ring but the intra-operative transesophageal echocardiogram (tee) showed regurgitation. Based on these findings, the decision was made to replace the valve. During sternal closure, bleeding was identified and the perforation was observed. The perforation was unable to be repaired due to the weak ventricular wall.